Manufacturer narrative:
The subject device has not been returned. However, if additional information becomes available this report will be supplemented accordingly. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the 190 series scope worked as normal. Tac asked the customer if the maj-1430 was exchanged with another however, the customer was not sure. The customer attempted the 180 series scope on another cv-190 and scopes worked. Tac instructed the customer to swap out the maj-1430 pigtail to see if the issue was with the processor or the pigtail. A follow up was made and the customer mentioned that an olympus technician was on site to evaluate the unit however, the issue persisted. The device will be sent in for evaluation and repair however, the device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with 180 series scope. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.